Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a thoracotomy procedure the stapler when fired had an incomplete staple line, they sutured over the staple line to complete the procedure. There was no patient consequence reported.